Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a portion of the distal shaft of the express sd stent delivery system (sds). The proximal and majority of the distal portion of the catheter along with the hub were not returned for analysis. The distal tip was damaged. The stent was not returned for analysis, as it was implanted. There was blood on the inside and outside of the balloon. The balloon was loose and bunched up on the distal end. There was only 4cm of the distal outer/inner shaft was received for analysis. The shaft was stretched and damaged. The separated end of the distal shaft appeared to be jagged and damaged, which indicates that the separation was due to tensile overload. Functional testing could not be performed due to the only a portion of the shaft and balloon were returned for analysis. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
It was reported that balloon deflation failure and removal difficulty occurred. Vascular access was obtained via the femoral. The stenosed, 10mm in length, 7mm in diameter, target lesion was located in the celiac artery. A 7.0mmx19mmx150cm express vascular sd stent was deployed for treatment. After releasing the stent, the balloon did not deflate properly, complicating the removal of the balloon from the stent. The balloon was then not able to be retrieved back into the guide catheter or 6f introducer sheath. The physician was forced to perform an arteriotomy to remove the device from the patient. It was reported that no patient complications occurred and the patient is in a stable condition.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that balloon deflation failure and removal difficulty occurred. Vascular access was obtained via the femoral. The stenosed, 10mm in length, 7mm in diameter, target lesion was located in the celiac artery. A 7.0mmx19mmx150cm express¿ vascular sd stent was deployed for treatment. After releasing the stent, the balloon did not deflate properly, complicating the removal of the balloon from the stent. The balloon was then not able to be retrieved back into the guide catheter or 6f introducer sheath. The physician was forced to perform an arteriotomy to remove the device from the patient. It was reported that no patient complications occurred and the patient is in a stable condition.

Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that balloon deflation failure and removal difficulty occurred. Vascular access was obtained via the femoral. The stenosed, 10mm in length, 7mm in diameter, target lesion was located in the celiac artery. A 7.0mmx19mmx150cm express¿ vascular sd stent was deployed for treatment. After releasing the stent, the balloon did not deflate properly, complicating the removal of the balloon from the stent. The balloon was then not able to be retrieved back into the guide catheter or 6f introducer sheath. The physician was forced to perform an arteriotomy to remove the device from the patient. It was reported that no patient complications occurred and the patient is in a stable condition.